Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative who reported that it was suspected that the implant flipped which was the cause of the coupling, communication and charging difficulty. The replacement of the recharger did not resolve the patient's coupling and difficulty with recharging. The patient's weight at time of reported event was (B)(6) pounds. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the implant medical doctor (md) normally works with different batteries and those batteries seem to be implanted with the opposite orientation as compared to the patient's ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the rep was trying to help the patient charge his ins. The rep was able to use al and restart with 8 boxes however initially it was not registering any bars. The rep said the patient has had difficulty since implant. They have gone through several check cycles. Devices related to the event is the implantable neuro stimulator recharger (insr) antenna. The insr antenna became damaged because of the difficulty initiating a charge. There was no out of box failure no medical or therapy related to small part components. Rep wanted the insr replaced. Email was sent to repair. An order of adhesive discs was also made for the patient. The patient also had felt the device and felt that it was slightly oblique in the pocket. Additional information was received from manufacturing representative (rep) and consumer. The patient spoke with the rep the evening of (B)(6) 2017 and the patient was still having difficulty with charging and making communication. Patient was able to connect to programmer. The recharger was not showing any coupling squares. The rep instructed the patient on recharging and the patient was still only able to get 2 efficiency bars each time he attempted. The rep noted that the patient was implanted (B)(6) 2017, so there may be some swelling from surgery still present. Rep was going to meet with patient in (B)(6) 2017. The rep confirmed that the replacement antenna did not resolve the coupling issue. The coupling diminished overtime. Rep inquired if there might be an issue with the recharger itself. No further patient symptoms or complications were reported in this event. (B)(6) 2017 the rep reported that he performed al x 6 at 58. The rep indicated that the patient was 3 weeks post op and the pocket was well healed, slightly tilted and very superficial. Patient used the recharging belt and adhesive disc and could only get 2 coupling bars at brief second. An x-ray was done and the image showed ins in right hip and appeared flipped. No further patient symptoms or complications were reported in this event.